Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a 6 cm in diameter pseudoaneurysm and transection caused by a motor vehicle accident approximately 29 months ago. The proximal aorta was 28 mm in diameter and 25 mm in length. The distal aorta was 31 mm in diameter. The right and left access vessels were 10 mm in diameter. It was reported that a carotid to subclavian bypass was also performed; the left subclavian artery was completed covered (intentionally) prior to the implantation of the stent grafts. Following the procedure, the patient lost approximately 2000 ml of blood due to a failure of the left percutaneous access, which required surgical intervention. The investigator determined that the blood loss was related to the study procedure but not the study device. Two days post implantation there was a type ii endoleak was discovered and left uncorrected. Eight months later the CT demonstrated that the type ii endoleak was still present. One month later, a left subclavian embolization was performed with an amplatzer plug to resolve the type ii endoleak. The investigator determined that the type ii endoleak was related to the study procedure and the study device. Two months later the CT demonstrated another type ii endoleak discovered and left uncorrected; this was not a new observation. The maximum aneurysm diameter was 72.9 mm. One year later, it was reported that there was an unknown endoleak was discovered. This was not a new clinical observation and did not result in a new clinical event; this was only a technical observation. No additional clinical sequelae were reported.

Event description:
Additional information was received regarding this case. It was reported that there was a type 1a endoleak seen on the CT with contrast. The investigator stated that the type ia endoleak is related to the device.

Event description:
Additional information was received for this case. It was reported that the CT revealed a distal type ib endoleak. There was a surgical intervention performed and the physician elected to implant a valiant captiva extension to exclude a persistent endoleak. The investigator assessed that this event was possibly related to the study device, however, was not related to the study procedure. The following day, the patient was diagnosed with a pseudoaneurysm. The physician assessed this was device related however not procedure related. The event resolved and the patient recovered. Two months post intervention imaging revealed a persisting endoleak. It was determined at this time that the endoleak be a type ii endoleak coming from a small vessel passing along the underside of the aortic arch. One year later the patient presented emergently with abdominal pain, and admitted to the hospital, rapidly deteriorated and expired. The death certificate states the cause of death to be aortic aneurysm rupture. The investigator assessed that this event was not related to the study procedure, however was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (previous thoracic dissection and type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (previous thoracic dissection and type ii endoleak).

Manufacturer narrative:
(B)(4).